Event description:
The recipient's device will reportedly be explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional details regarding explant reason will not be provided. The external visual inspection revealed the electrode array was severed as well cut silastic overmold on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted due to a suspected device failure.